Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The customer later confirmed the device was reprocessed according to instructions for use (IFU). The customer also provided a response to the foreign material survey. The survey stated there was no delay or malfunction detected during reprocessing and manual cleaning activities. They used enzymatic detergent used. No further information was provided by the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material was unable to be identified. Furthermore, there was no physical damage at locations where foreign material remain. Therefore, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to insufficient or inadequate reprocessing. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states the detection method in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. IFU states the preventative measures in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was confirmed. The device evaluation found that the forceps elevator had foreign material. Additional findings include the following: grip had a scratch: air/water-cylinder has no color; suction cylinder had no color; due to damage to the forceps elevator wire, fixing the force of guide wire did not meet the standard value, adhesive around light guide lens had discoloration there was corrosion around forceps elevator : the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
A user facility returned the olympus device, evis exera ii duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed that the forceps elevator had foreign material. This report is being submitted for the event found during the evaluation. There was no patient involvement.